Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 6fr destination dilator and sheath were returned for product assessment. No visual abnormalities were seen on the length nor tips of the dilator nor sheath. The sheath was measured to be 46.5cm from the hub to the tip, and the specification was 43-47 cm. The dilator extension from the tip of the sheath was measured to be 3cm, and the specification is 1.5-3.0 cm. The sheath outer diameter (od) was measured to be 0.112" and the specification is= 0.114". All measurements were within specifications. The complaint cannot be confirmed for insertion difficulties as no deformation of the sheath tip nor dilator was present, and the sheath outer diameter (od) and dilator extension measurements were within specifications. The exact root cause of the insertion difficulty could not be determined. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that they were unable to mount the destination introducer in the artery, the dilator comes out less than usual from the introducer. There was no harm to the patient. Additional information was received on 24may2023: the procedure was a right iliac angioplasty and right femoral tripod by crossover. The device did not appear to be damaged. There was no stenosis, plaque, calcium present around the insertion site. The patient condition was stable. Another introducer of the same reference was used to complete the procedure and was compliant. The procedure outcome was successful. The estimated blood loss was less than 250cc.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. A review of the device history record of the product code and lot number combination was conducted with no findings. The actual device has not been received yet for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.